Event description:
It was reported that after implanting the intraocular lens (iol) the doctor noted that the lens was not sitting correctly in the patient's eye. It was stated that the doctor enlarged the incision and removed the lens. An anterior chamber lens was successfully implanted and the patient was reported to be doing fine.

Manufacturer narrative:
(B)(6). Enlarged incision. Intraocular lens. An empty lens box was received. Therefore, an evaluation could not be performed. Prior to release to market, the intraocular lens passed all specifications. All pertinent information provided to abbott medical optics, (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of the report, a supplemental report will be submitted.